Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, brown particles in the fill channel, one curved opening on the valve, and an observed void greater-than 1-"millimeter" in the non-textured, valve-to shell-bond area. A leak test and microscopic analysis were performed which identified one striated opening on the valve, and striated non-penetrating nicks. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool, and non-penetrating striated nicks due to surgical tool scratch-like.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.